Manufacturer narrative:
Information was received indicating that the event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "high pressure" was recorded in history. During analysis, the reported event was duplicated, occlusion test was performed, and the pump failed the test. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed an occlusion alarm test. No adverse effects were reported.